Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the stardrive screwdriver shaft was twisted and not retaining screws. It is unknown when the issue happened. It is unknown if there was patient involvement. Concomitant medical products reported: unknown screws (part#unknown, lot#unknown, quantity, unknown). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted tip, which agrees with the reported complaint condition. The distal star drive tip is slightly twisted in the direction of resistance encountered during screw insertion. Functional test: the screw(s) from the event were not returned therefore the reported condition of not retaining screws was not able to be replicated at cq. However the twisted tip would contribute to the reported complaint condition. DHR review: no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: an accurate measurement of the twisted tip diameter could not be achieved because of the post manufacturing damage (twist). Conclusion: a definitive root cause for the tip twisting could not be determined based on the provided information. Twisting of the distal tip would occur if the screwdriver shaft were to experience excessive torque. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.130.010 , synthes lot # h410232, supplier lot # na , release to warehouse date: 01 dec 2017 , manufactured by synthes monument , no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.